Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is in hospice and has a magnet placed over the implantable cardioverter defibrillator (ICD) so that they would not receive shock therapy. However, it is suspected that the patient has been receiving shocks. The device remains in use. No further patient complications have been reported as a result of this event.